Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and noted high impedances on the lead. The patient underwent a replacement procedure wherein an MRI capable ipg was implanted.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and noted high impedances on the lead. The patient underwent a replacement procedure wherein an MRI capable ipg was implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 5109810. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 5109804. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and noted high impedances on the lead. The patient underwent a replacement procedure wherein an MRI capable ipg was implanted.

Manufacturer narrative:
The (ipg and leads) were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.